Event description:
On (B)(6) 2012, a distribution sales representative was informed that a patient, whom had an option ivc filter placed in time, experienced a massive pe and passed away. The filter was reported to be straight in the cava with no thrombus in it or none had collected near the hook area. The autopsy showed that the thrombus in the lower extremities, which was present when the filter was placed, was no longer present.

Manufacturer narrative:
Complaint follow up: multiple attempts by rex medical personnel, as well as (B)(4) (distributor) personnel, to contact the physician who initially placed the option filter and obtain case information, images, video, etc. Were unsuccessful. Complaint sample evaluation: the complaint sample was not returned to rex for examination by the engineering team. Retain device evaluation: there were no retain device evaluation as the lot number of the complaint sample was not provided. Root cause: a definitive root cause could not be determined for this product complaint. There was absolutely no information provided to rex medical regarding this case and subsequent product complaint for a thorough investigation to be performed by rex medical personnel.